Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 12.109 mg/day) via an implanted pump. It was reported that they were unable to fill the pump reservoir beyond 30 ml. They attempted air lock release and then confirmed the pump was damaged with lateral fluoroscopic imaging. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had gone scuba diving at approximately 30 feet for an unknown amount of time. No actions/interventions were taken. They were going to evaluate further at the next refill if the patient reported any system related complications. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. Additional information received on 06-jul-2022 reported that the cause for the inability to only get 30cc¿s into the patient¿s pump when expecting to get 40cc¿s into the pump was determined. The pump reservoir was damaged as a result of scuba diving. Damaged reservoir confirmed by fluoroscopy. There is no plan to replace the device. Hcp filled pump with 30ml of drug and instructed the patient to report any changes in therapy efficacy and/or signs and symptoms of under or over infusion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.